Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels, but the insulin pump never gave her a no delivery alarm. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to complete the troubleshooting at the time of the call. Later, several attempts to reach the customer to complete the troubleshooting were made, but the customer could not be reached. Nothing further was reported.